Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (overvoltage set) has been confirmed. The overvoltage flag indicated the converter could not charge the defibrillator. Upon eval, the low esr capacitor (component c10), located on the computer/monitor board pca shorted out and caused the monitor to malfunction. The defective capacitor also caused the l1 smd power inductor to short. The root cause of the electrical short circuit cannot be positively identified, but may be the result of a random component failure. No adverse event resulted from the defective capacitor. The pt received a replacement monitor.

Event description:
A (B)(6) female pt contacted zoll customer support to report an unrelated issue. A subsequent review of her download showed an overvoltage set fault. The pt was issued a replacement monitor.